Event description:
Same as manufacturing number 6000093-2005-00513. During a coronary drug eluting stenting treatment procedure slow stent delivery balloon deflations occurred. The target lesions were located in the left anterior descending artery (lad). The mid lad lesion was severely calcified and the proximal lad lesion was also severely calcified with a 95% stenosis. There were a total of 3 taxus express2 stents implanted on this day. One stent was placed in the mid lad and 2 overlapping stents were placed in the proximal lad. Ivus had not been used. The mid lad was predilated with a 3.0 x 15 mm voyageur balloon. With the use of a 7 fr. Xv 3.5 mm guide catheter and a 300 cm all star guidewire the first stent, a taxus express2 3.0 x 20 mm drug eluting stent, was advanced and deployed for 24 seconds to 11 atm before it could be deflated. It was re-inflated to 3 atm for 25 seconds and again to 7 atm for 17 seconds. The proximal lad was also predilated with a 3.0 x 15 mm voyageur balloon. A taxus express2 3.5 x 16 mm stent was then successfully placed in the mid lad. With the use of a 7 fr. Xb 3.5 mm guide catheter and a 300 cm all star guidewire the third stent, a taxus express2 3.0 x 16 mm stent, was advanced and deployed in the proximal lad at 11 atm for 21 seconds. It was reinflated to 4 atm for 6 seconds. This stent had been placed overlapping the 3.5 x 16mm stent. The final stent placements were well positioned and well apposed. There were no reported patient complications.